Event description:
It was reported that a physician completed a myosure procedure for uterine tissue removal on (B)(6) 2015. The physician then performed a dilatation and curettage (d&c). Upon completing the d&c the doctor noticed a perforation. It is unknown what kind of intervention was performed. The "patient is fine" and was discharged home.

Manufacturer narrative:
Lot number of the disposable device not provided by the complaint, therefore the expiration date is not known. Serial number of the myosure control unit an hysteroscope not provided by the complainant. Device history record (DHR) review was not able tot be conducted for the myosure system as the lot number was not provided by the complaint. (B)(4).